Event description:
It was reported from (B)(6) that the patient was at home when he got a fever and his "inflammatory markers rose". The patient was admitted to the hospital on (B)(6) 2015. The patient's inr was checked on admit and was "within normal range". On (B)(6) 2015, the patient "developed a massive head bleeding". "Therapy was withdrawn at the hospital on (B)(6) 2015 and the patient subsequently died." The treating physician stated that he thinks the bleeding was the result of a coagulation disorder as a result of the infection.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including infection, bleeding, stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was not returned for analysis. On (B)(6) 2015 the patient experienced a massive head bleed. Two days later support was withdrawn and the patient subsequently died. According to the physician, he believed the bleeding was the result of a "disheveled coagulation of the blood" as a result of an infection. Applicable risk documentation and experience with events of similar circumstances were considered. Infection, bleeding and stroke are known potential complication associated with all patients implanted with vads. Infarction or hemorrhage may be demonstrated either directly by imaging, laboratory, or pathologic examination. Strokes are most often attributed to the patient's complex medical history and medication regimen. No additional information will be forthcoming.